Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-oct-2023. The most recent information was received on 07-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("implant migrated in (B)(6) 2022 and could not be found") in a 41 year-old female patient who had essure inserted (lot no. C64466, c68125). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, she experienced heavy menstrual bleeding ("haemorrhagic bleeding during menstrual periods"). In (B)(6) 2022, she experienced device dislocation (seriousness criterion intervention required). In 2022, she experienced premature menopause ("early-onset menopause"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (total hysterectomy with adnexectomy). In (B)(6) 2022, the heavy menstrual bleeding had resolved. At the time of the report, the premature menopause had not resolved. No causality assessment was received for essure with regard to device dislocation, heavy menstrual bleeding or premature menopause. The reporter commented: implant migrated in (B)(6) 2022 and could not be found. Patient's current status: total hysterectomy with adnexectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Lot number: c64466. Manufacture date: 2014-06. Expiration date: 2017-06-30; lot number: c68125. Manufacture date: 2014-06. Expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("implant migrated in (B)(6) 2022 and could not be found") in a 41 year-old female patient who had essure inserted (lot no. C64466 , c68125). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced heavy menstrual bleeding ("haemorrhagic bleeding during menstrual periods"). In (B)(6) 2022 she experienced device dislocation (seriousness criterion intervention required). In 2022 she experienced premature menopause ("early-onset menopause"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (total hysterectomy with adnexectomy). In (B)(6) 2022, the heavy menstrual bleeding had resolved. At the time of the report, the premature menopause had not resolved. No causality assessment was received for essure with regard to device dislocation, heavy menstrual bleeding or premature menopause. The reporter commented: implant migrated in (B)(6) 2022 and could not be found. Patient¿s current status: total hysterectomy with adnexectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Lot number: c64466. Lot number: c68125. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.